Manufacturer narrative:
Follow-up #1: date of submission 02/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, the pump powered on to the verify screen with audible tones, vibration and a blank display. A review of the pump¿s black box showed dates from (B)(6) 2013. The complaint referenced the dates (B)(6) 2013. There is no black box data to support that timeframe. A bolus was observed in the bolus history on (B)(6) 2013 followed by a cartridge change observed in the prime history on (B)(6) 2013. Performance testing could not be completed due to a damaged display. Evaluation revealed that the display screen had multiple cracks. The auto off issue was not able to be completely investigated due to the unrelated damaged display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a history/settings (auto off) issue. Reportedly, the pump alarmed auto off before expected. It was reported the patient¿s blood glucose levels ranged from 75 to 407mg/dl with no signs or symptoms indicated, which does not meet the animas criteria of an adverse event. There was no additional information available for this complaint. Attempts were made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.